Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleging that the lancet is protruding from the end cap of the device. Customer believes the pharmacist inserted and properly seated the lancet. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.